Event description:
The user experienced an issue with the ise calibrations failing and received questionable potassium results for two patient samples. Of the data provided, the results for one sample were discrepant. The initial result was 6.1 mmol/l with a data flag and the repeat result was 4.3 mmol/l. The sample was repeated on the integra 400 and the result was 6.1 mmol/l with a data flag. The sample was then repeated on the original analyzer with a result of 6.1 mmol/l with a data flag. The result of 6.1 mmol/l was believed to be the correct result and was reported outside the laboratory. The patients were not adversely affected. The lot number of the potassium electrode was not provided. The user performed electrode service which resolved the issue.